Manufacturer narrative:
Concomitant products: product ID 37603, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3389s-40, lot # va0jlr4, implanted: (B)(6) 2014, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3389s-40, lot # va074ht, implanted: (B)(6) 2014, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3389s-40, lot # va0jlr4, implanted: (B)(6) 2014, product type lead; product ID 3389s-40, lot # va074ht, implanted: (B)(6) 2014, product type lead; product ID 37603, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator. (B)(4).

Event description:
It was reported that when the patient had woken up in recovery on (B)(6) 2014 after the deep brain stimulator implant they had vision, balance and speech problems on their right side. The patient had nothing but problems with the left implantable neurostimulator (ins). The side that controlled the patient¿s left arm worked well in controlling the tremors, but the side the controlled the right arm was giving him trouble. The patient could not move his eyes which contributed to his movement and instability problems. The patient was also agitated and weak and used a walker. The patient used a walker full time now and they were not doing well. Two years prior to this report the patient was very active and they could not do anything at the time of this report. When the patient¿s right side was turned on the reporter could not understand what the patient was saying. The patient was looking into having the inss removed. The patient had spoken to their healthcare professional (hcp) who thought they could take the ins out and leave the wires and electrodes in place, but they did not want to do that. The patient¿s vision, balance, and speech were affected in the recovery room after implant and the hcp stated they had problems finding a spot that it would not affect. The patient did not have any problems going into surgery. In the recovery room the patient¿s speech was altered and their eyes were fixed at the ceiling so a CT scan was ordered because the hcp thought the patient had a stroke. In june the patient went back to their hcp and they tried reprogramming five times, but the patient¿s symptoms got worse. The patient waited for the swelling to go down and the symptoms to resolve, but it¿s now december and the patient still had problems. The reporter thought the wires and electrodes caused the problem and removing them did not guarantee the problem would go away. The reporter stated the hcp told them they had to do more than one tunnel to find the right spot. The reporter further stated they wanted to know why the patient could not have all of the leads taken out. The hcp stated they were willing to remove the ins in about three weeks after this report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the device had not worked for the patient since implant and he had really bad side effects with it. The surgeon agreed to remove the implantable neurostimulator (ins) and leads ¿in a few weeks.¿ two weeks later it was reported that the entire system was explanted.